Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
It was reported that the procedure was to treat a right superficial femoral artery. However, a 2.5mm/80mm armada balloon catheter ruptured during dilation. The balloon tip (approx. 4.5 cm) detached and remained within the occluded distal posterior tibial artery. No additional information was provided.